Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. The helix of the lead was extrinsically bent. Electrical testing found the continuity was complete in the distal conductor. The analyst noted the full lead was returned with the helix bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure it seemed that the torque was not evenly being transferred to the lead tip as it was noticed that the helix was "jumping" out after several initial turns, of which sensing seemed to be compromised as a result. Full deployment was visualized though, so lead testing was done. After deployment the r-waves sensed on analyzer were acceptable in 10-11mv range, after moving on with the procedure they dropped to 5-6mv range during connection to can, and soon after they dropped to 3-4mv range. The clinical decision was made to regain access, remove the lead, and implant a new lead. The lead was then taken back to the table to review screw function and the same issue was observed where after 10-15 turns (extra ones included) the helix tip was not evenly being deployed, it would jump out suddenly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implant date: (B)(6) 2024 ;  ddpa2d4 ICD implant date: (B)(6)2024.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.